Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified left external carotid artery. A 60 x 30 mm absolute pro vascular self-expanding stent system was used and met initial resistance with the sheath during advancement. However, before reaching the target, it was observed under flouroscopy that there was no stent on the balloon. The device was pulled back, and the stent had prematurely deployed in the sheath. A part of the stent was sticking out of the sheath. The device was then removed as a single unit with sheath without any issues. The device did not separate into two separate pieces. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified left external carotid artery. A 6.0 x 30 mm absolute pro vascular self-expanding stent system was used and met initial resistance with the sheath during advancement. However, before reaching the target, it was observed under fluoroscopy that there was no stent on the balloon. The device was pulled back, and the stent had prematurely deployed in the sheath. A part of the stent was sticking out of the sheath. The device was then removed as a single unit with sheath without any issues. The device did not separate into two separate pieces. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The report difficult to advance and premature activation were not confirmed as the sess was advanced through a proxy introducer sheath without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.